Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. The customer does not use the sensor feature. They were able to complete the rewind sequence. The discontinuation of the insulin pump was advised. The customer refused to return the malfunctioning device for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.